Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the tip measuring 54.0 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 35.6-38.1 cm from the distal tip. Internal insulation abrasions were noted at 9.7-10.2 cm, 13.0-14.7 cm, and 15.9-16.6 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.